Manufacturer narrative:
Batch review performed on 17 february 2022: lot 2109131: (B)(4) items manufactured and released on 13-oct-2021. Expiration date: 2026-sep-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation: revision of a total hip replacement in a (B)(6) patient 2 months after the primary surgery. From the radiographic image provided it is visible that the acetabular cup migrated through the medial acetabular wall. According to the report, the patient didn't follow the instructions and he put full weight on the operated leg. This is probably the reason of this adverse event. No reason to suspect that this event is due to a faulty device.

Event description:
The patient didn't follow the doc's post-op instructions of partial weight-bearing. He put full weight on the leg and the acetabular wall broke (bone), 2 months after primary surgery. No damage to the implants. The femoral stem was tight, with no signs of loosening. Cup, liner, and head revised.